Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.1 and 1.2 failed to detect on the bus. The field service engineer (fse) noticed that no lights were present on the module controller or drawer controller board. Using a meter, the fse verified that drawer controller 1.1 was faulty. The fse replaced both the drawer controller and the module controller. Additionally, the fse reseated the pyxibus cable, retractor band cable, and row board cable to resolve the issue. The fse tested the drawers in the diagnostics to ensure functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.